Event description:
It was reported that the pt experienced a loss of therapeutic effect. The device "stopped working" after approx nine months. It was determined that the battery was depleted. The pt was upset, the device only lasted 11 months, while her previous device lasted three years. The pt claimed that the settings were the same as the previous stimulator; this could not be verified. It was noted that the pt left the device on all the time. The stimulator was replaced with a rechargeable device. The pt recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.